Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. It was reported that when catheter was inserted into the sheath, a bubble was trapped in the catheter splines, and it was not possible to remove it. The catheters were replaced, but issue was still present. The team wanted to change the sheath but ran out of time and the procedure was cancelled. No patient complications occurred. No further information was provided.